Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that an imprecision was observed when navigating the ventricle. It was noted that registration was successful and appeared to be sufficient. However, once navigating the physician believed the software of the navigation system was more anterior than their actual location in the anatomy. When pulling the sample, it was reported that cerebrospinal fluid (csf) fluid was pulled and not a diagnostic sample. There was no reported delay to the procedure due to this issue. Additional information was received. It was reported that the physician estimated the imprecision to be 1cm at the target and approximately 5mm at the entry point. It was also noted that multiple passes were performed and multiple diagnostic samples were collected.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: 9735737, serial/lot #: 1.3.2. If information is provided in the future, a supplemental report will be issued.